Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event.

Event description:
It was reported that during a lobectomy procedure, the device fired the first of the cartridge and cut as well. The staples were properly formed. The gun then jammed and the jaws had to be forced open. Another device was used to complete the procedure. No adverse consequences reported.